Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head falling off when brushing: oral b toothbrush [device breakage]. I not only have original brush heads, but also an imitation kind in between...it was one of these brush heads that caused the problems - oral b toothbrush [suspected counterfeit product]. Case narrative: consumer e-mail stated that while brushing, the brush heads of oral - b toothbrush kept falling off, even after using new brush heads. No injury was reported.

Manufacturer narrative:
Reporter informaed the company that the product has been discarded.

Event description:
Brush head falling off when brushing - oral b toothbrush [device breakage]. I not only have original brush heads, but also an imitation kind in between... It was one of these brush heads that caused the problems - oral b toothbrush [suspected counterfeit product]. Case narrative: consumer e-mail stated that while brushing, the brush heads of oral - b toothbrush kept falling off, even after using new brush heads. No injury was reported.